Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple doors, specifically doors 1, 4, and 8 had failed. A field service engineer (fse) reseated all connections and conducted multiple tests. The device passed all tests in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es failed tower doors which was resulting in inaccurate inventory for pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.